Event description:
It was reported while using (brand name) the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: tubing came completely disconnected while priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-nov-2022 . H6: investigation summary a complaint of set completely disconnecting during priming was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The set had separated from the top of the pumping segment. There was slight indentation on the pumping segment, confirming the ring retainer was assembled to the set at some point. No damage was seen to the pumping segment. No other damages or defects were seen on the set. A device history record review for model 2426-0500 lot number 22083162 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed. The two potential root causes for this defect were determined to be that the operator did not place the ring retainer on the silicone and that the sensors do not defect when the ring retainer is not present, so the defective set was missed. Corrective actions were taken including changing the sensors to new ones that detect when there is a missing ring retainer to prevent this defect.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using (brand name) the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: tubing came completely disconnected while priming.